Event description:
It was reported to boston scientific corporation on (B)(4), 2010 that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010 (male patient, (B)(6)). According to the complainant, during the procedure, the balloon was inflated according to the tag, however it burst inside the patient. Nothing detached inside the patient and there were no sharp objects present in the area dilated. A leak was also noted at the hub, where the balloon attaches to the inflation device. Follow up confirms that there was no issue with the alliance syringe used during the procedure; it is believed that the balloon was not correctly attached to the inflation device. The procedure was completed with another c.r.e. Balloon dilatation catheter and the same inflation device with no harm to the patient. There were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.